Event description:
During sampling, trocar became twisted. It was very dangerous for pt. Sampling procedure continued-surgeon had to bent the needle in order to retrieve the sample.

Manufacturer narrative:
A sample was not rec'd for eval; therefore, the reported issues could not be confirmed. A through review of all applicable mfg procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. Therefore, a root cause could not be identified for this reported issue. All applicable mfg and quality personnel will be notified of this failure mode in an effort to heighten awareness and to minimize any impact from the mfg process. A device history review for this product could not be performed since a lot number was not provided.